Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set leaked. The event was further described as ¿liquid leaking from the transfer line in the twister clamp faucet.¿ this was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.